Event description:
It was reported that a pta balloon dilatation catheter was used to post dilate two overlapping peripheral stents in the external iliac. The balloon was inflated on the non-overlapping section successfully. When inflating in the overlapping section, the balloon allegedly became caught on the stent. When the physician deflated the balloon it allegedly started to bring the stent and the artery with it. The distal 5 cm of the catheter (the balloon) then allegedly broke off and embolized. The balloon did not rupture, it just broke off. The physician was able to snare the balloon through a 12f sheath. The stents appear undamaged. There is no pt injury.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The complaint sample has been returned to the manufacturing site and the investigation is underway.